Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and action taken with pd therapy were not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. The patient outcome was not reported. The reporter declined to provide additional information.